Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system double curve was positioned and a 24mm watchman laa closure device & delivery system were used. The patient had trivial pericardial effusion at baseline near the right ventricle. Perforation was noted during a sweep after the device was released and the effusion was circumferential. The patient underwent a pericardiocentesis and is stable.